Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) screen was damaged and that the rate knob was not working. The epg is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comments of rate knob not working and display damage. The encoder assembly was out of specification in an electrical manner and was contaminated, the display wires were pinched but the insulation was not compromised, errors occurred again and it was attributed to the main printed circuit board being out of specification in an electrical manner, the upper case was broken, the keypad flex was creased and one knob was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.